Event description:
The customer reported that during a bladder biopsy procedure, the jaws of the device could not be re-opened while applied to tissue. The surgeon was able to manually remove the device from the tissue with no harm to the pt, and a second device was opened in ordered to complete the procedure. Upon receipt of the device at covidien for evaluation, a preliminary investigation found that the knife blade was protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.